Event description:
A healthcare professional reported that a patient experienced with moderate high intraocular pressure in the left eye and received drug therapy for the event. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).